Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer was hospitalized with diabetic ketoacidosis. Additional information was not provided. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed.